Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
The customer reported that the keys on the device intermittently would not function. The device was evaluated by the field service engineer, but the reported issue was not confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the keypad overlay to address the reported issue. The device has been tested and functions as intended.